Event description:
It was reported that after instrument holder contamination with the surgeon¿s scrub cap, the surgeon instructed to stop the robot¿s cooperative movement. Surgeon had not yet taken his foot off the pedal when the clinical representative (cr) hit the large stop button on the robot, however, movement did not stop. Rosa robot froze then exited to the patient folder loading screen. Movement stopped after the robot auto-exited. Stop button not working on the robot is a safety concern, but there was no patient injury. The event occurred during surgery and caused no case delay because re-sterilization was required. After completing the last trajectory, the angle of the robot caused the arm to drift. The instrument holder began to drift towards the patient¿s head when the surgeon instructed the cr to stop cooperative movement. Similarly, the stop sign did not stop robot movement while the surgeon was still on the vigilance pedal. To avoid patient injury and stop the robot immediately the cr pressed the emergency stop button. The emergency stop immediately stopped all robot movement and prompted a shutdown. The stop button not working poses a large safety concern, but there was no patient injury. The event occurred during surgery and caused no case delay because the patient was disconnected from rosa to prevent any patient injury and the last trajectory had been completed.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that a crash occurred when the user clicked on the stop button, which is why the robot arm continued its movement until the software restarted. The cause for the crash is unknown. Later in the surgery, a drift was observed. The user pressed the emergency stop button, which stopped the robot arm. The drift may be due to the position of the arm, but it could not be reproduced during tests performed on manufacturing site.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that after instrument holder contamination with the surgeon¿s scrub cap, the surgeon instructed to stop the robot¿s cooperative movement. Surgeon had not yet taken his foot off the pedal when the clinical representative (cr) hit the large stop button on the robot, however, movement did not stop. Rosa robot froze then exited to the patient folder loading screen. Movement stopped after the robot auto-exited. Stop button not working on the robot is a safety concern, but there was no patient injury. The event occurred during surgery and caused no case delay because re-sterilization was required. After completing the last trajectory, the angle of the robot caused the arm to drift. The instrument holder began to drift towards the patient¿s head when the surgeon instructed the cr to stop cooperative movement. Similarly, the stop sign did not stop robot movement while the surgeon was still on the vigilance pedal. To avoid patient injury and stop the robot immediately the cr pressed the emergency stop button. The emergency stop immediately stopped all robot movement and prompted a shutdown. The stop button not working poses a large safety concern, but there was no patient injury. The event occurred during surgery and caused no case delay because the patient was disconnected from rosa to prevent any patient injury and the last trajectory had been completed.